Event description:
It was reported that prior to an unknown procedure, the 4-40 stud came off before use. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.